Event description:
It was reported that the patient was revised approximately twenty-seven days post initial implantation due to the dissociation of humeral tray from humeral stem. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 110031402 lot: 65931778 mini standard thickness +3mm taper offset 40mm diameter humeral tray. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was initially filed under the wrong MFR number 1822565 and medwatch number 0001822565 - 2024 - 01972.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. Corrected section: h4. Reported event was unable to be confirmed due to limited information received from the customer. Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.